Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700mg/dl and diabetic ketoacidosis. The cause of high bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Reportedly, customer addressed their bg with a manual injection and was treated with intravenous insulin and saline. Caller declined tandem follow up to obtain release date. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.